Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies undergoing an essure confirmation test". The patient's concurrent conditions included cramps leg, painful periods and uterine fibroid. Concomitant products included ibuprofen, naproxen sodium;pseudoephedrine hydrochloride (aleve sinus & headache) and paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced heavy menstrual bleeding ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 11 months after insertion of essure. In (B)(6) 2011, the patient experienced menopause ("premenopause"). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia"), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding") and coagulopathy ("blood cloting"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy). Essure treatment was not changed. At the time of the report, the abdominal pain lower, dyspareunia, heavy menstrual bleeding and dysmenorrhoea had not resolved and the genital haemorrhage, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, mental disorder, migraine, headache, nausea, pelvic pain, abdominal pain, menopause and coagulopathy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, coagulopathy, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, menopause, mental disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms. She suffered from the mentioned symptoms and is currently investigating her options for removal of the essure device. She underwent hysteroscopy to reduce. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received : reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain and cramping') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies undergoing an essure confirmation test". The patient's medical history included uterine fibroid, vaginitis and multiple allergies (amoxicillin (severity: unknown severity, onset unknown) reactions: whelps, itching). Previously administered products included for an unreported indication: acyclovir cream 5 %, zovirax 5% topical cream, and metronidazole 500 mg oral tablet. Concurrent conditions included cramps leg, painful periods, uterine fibroid and ovarian cyst. Concomitant products included ibuprofen, naproxen sodium;pseudoephedrine hydrochloride (aleve sinus & headache) and paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced heavy menstrual bleeding ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 11 months after insertion of essure. In (B)(6) 2011, the patient experienced menopause ("premenopause"). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia"), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding") and coagulopathy ("blood cloting"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysteroscopy). Essure treatment was not changed. At the time of the report, the abdominal pain lower, dyspareunia, heavy menstrual bleeding and dysmenorrhoea had not resolved and the genital haemorrhage, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, mental disorder, migraine, headache, nausea, pelvic pain, abdominal pain, menopause and coagulopathy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, coagulopathy, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, menopause, mental disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms. She suffered from the mentioned symptoms and is currently investigating her options for removal of the essure device. She underwent hysteroscopy to reduce. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain and cramping") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "denies undergoing an essure confirmation test". The patient's concurrent conditions included cramps leg. Concomitant products included ibuprofen, naproxen sodium w/pseudoephedrine hcl (aleve sinus & headache) and paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2011, the patient experienced menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual cramping/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and coagulopathy ("blood clotting"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), mental disorder ("psychological or psychiatric problems"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and menopause ("premenopause"). The patient was treated with surgery (hysteroscopy). Essure treatment was not changed. At the time of the report, the abdominal pain lower, dyspareunia, menorrhagia and dysmenorrhoea had not resolved and the genital haemorrhage, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, mental disorder, migraine, headache, nausea, pelvic pain, abdominal pain, menopause and coagulopathy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, coagulopathy, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menopause, menorrhagia, mental disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical attention for her symptoms. She suffered from the mentioned symptoms and is currently investigating her options for removal of the essure device. She underwent hysteroscopy to reduce. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received: reporter information added, aka added. Demographic added. Event added are as follows- pre menopause. Events onset date, severity added. Concomitant drug and condition added. A hysteroscopy was reported. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.